Manufacturer narrative:
H10: bench replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the battery was the cause of the reported issue. The device was not being used for treatment when the reported event occurred. This concludes the investigation and reported failure will be tracked and trended.

Manufacturer narrative:
E: (B)(6) hospital. Reporter/intuition phone (B)(6).

Event description:
Philips received a complaint by bench repair on the v60 indicating that device presents a battery failure alarm. It is observed in the equipment information that the battery exceeds 5 years of useful life. The battery must be replaced. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.